Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
As reported, during coil embolization of a branch of the right external carotid artery feeding an oropharyngeal tumor in the interventional radiology room, medical team members introduced the embolization coil into the microcatheter. A premature fragmentation of the coil support was then observed, manifested by a separation of the support wire into three distinct branches before any deployment or release of the device. This abnormal disintegration, which occurred when the coil was only inserted and not yet deployed, prevented the normal progress of the procedure. The coil was removed and use of another. No clinical consequences for the patient.

Manufacturer narrative:
Based on clarifying incident information received from the reporter, there was no coil detachment malfunction. The leadwires of the delivery pusher became loose however, remained attached. Therefore, microvention no longer considers this event a reportable malfunction event.

Event description:
Additional clarifying information was received which indicated that the coil did not prematurely detach or migrate from the delivery pusher however, the leadwires of the delivery pusher became loose at the proximal end while remaining attached to the delivery pusher. "As the coil was pushed into the microcatheter, the staff felt the support wire come loose, preventing the coil from advancing. The coil was removed and use of another. No clinical consequences for the patient".